Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that a code 1003, indicating the voltage is too low for the projected remaining capacity was recorded. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.